Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: was the surgery delayed due to the reported event? R/ --> yes, the procedure was lengthened due to the adhesions that the tissue had to the clamp throughout the procedure, the seal was made and the hemostatic seal was lifted again was the procedure completed successfully? --> r/ yes, but after the next 2 hours, it was necessary to reoperate on the patient due to the bleeding that occurred patient's status/result/consequences --> yes, the patient had to be hospitalized for a longer period of time, had surgery again, and the patient also had to be given blood. Description of consequences for the patient/was there any clinical outcome experienced by the patient (infection, inflammation, etc.)?--> bleeding, surgical reintervention, prolonged hospital stay, r/ mainly bleeding, surgical reintervention and long hospital stay, the patient had to be referred to another institution. Was any other medical intervention required (e.g., x-rays, additional procedures, prescriptions, over-the-counter medications, screening): --> a/ yes, surgical reintervention again to check the bleeding and indeed the clamp did not make the seal correctly on the structures what is the surgeon's experience with the enseal x1 device? R/ makes you insecure when using it, you don't trust the seal of the device can you describe the ¿connection difficulty¿? The device states that in a period of no more than 20 minutes the tissue begins to adhere to the jaws of the forceps, making it difficult to carry out the procedure since it is necessary to review the seal again. Did the surgeon experience any connection problems during surgery? Were there any other deficiencies in the device's sealing ability besides adhesion issues? R/ the specialist reports a lot of adhesion of the tissue to the jaws of the device what is meant by surgical reintervention? R/ submitting the patient to anesthesia again to review the surgery and perform hemostasis again. Does it mean that a second surgery was necessary? R/ yes, due to the patient's hypovolemic shock what was the origin of the bleeding (which vessel)? Was the enseal device used on the bleeding vessel? Yes, he should have reviewed the seals on all the structures again. When did the bleeding occur? During and post surgery what was the amount of blood lost? How was bleeding addressed? Was a blood transfusion necessary? R/ yes what is the patient's current status? R/ is already at home attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an oophorectomy (bilateral) the generator console presents difficulty in connection and, when generating the sealing function, the distal part of the clamp adheres to the tissues this generates prolongation of surgical time, risk of complications. It is exchanged for another new clamp. The patient experienced bleeding, surgical reintervention and long hospital stay.